Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the packaging was damaged and open so the product was not sterile.

Manufacturer narrative:
(B)(4). Batch #: p94g6k. Investigation summary: the analysis results found that an harh36 device was returned inside its package unopened. Upon visual inspection, it was observed that the blister from the packaging was damaged; besides that it was observed that the packaging was hitting in a hard surface causing a sterility breach. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage. It appears that the package hit a pointy surface and this caused the reported event. The complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. In addition, the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.